Event description:
It was reported that when using the bd pyxis¿ medbank tower users repeatedly encounter bug related to product incident (pi) 55845. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that there were repeated failures in station due to pi 55845. A technical support specialist offered to upgrade the cabinet to the latest software version despite consonus not being fully upgraded, and staff were instructed to perform a cycle count to access medication and attempt the issue again after the upgrade was applied. The system functioned as intended after the technical support specialist troubleshot the device.